Manufacturer narrative:
Follow-up #1 date of submission 01/12/2016 device evaluation: the pump has been returned and evaluated by product analysis on 12/29/2015 with the following findings: a review of the black box data showed the pump was never in use. No physical damage was observed to the pump. During testing, the pump powered on normally. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues. The complaint was not verified or confirmed during testing.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the patient "got ill" using the pump. There was no indication that the product caused or contributed to a serious injury or illness that meets animas criteria for an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of an unspecified pump malfunction.